Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the after the needle advanced into endoscope, but the adjustment cannot be adjusted to "0" position. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? No information provided if no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B.2r,2l,4r, ao,ar,11ri,11s. 7. Please describe the size of the intended target site. No information provided. 8. If not with the device in question, how was the procedure performed and/or finished? Changed to another device. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Fujinon light source xl-4450 eg-600wr fujinon light source xl-4450 eg-600wr 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? Yes 18. Was the syringe used during the procedure, after the stylet was removed? Yes 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 0, 10. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No information provided procore 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided ,ebus.

Manufacturer narrative:
Device evaluation: a photographic of lot c2210947 of echo-1-22 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 30 jan 2025. On evaluation of the devices the following observations were made: visual inspection: severe kink observed just below sheath extender, device returned with sheath extender at position 5, distal end of needle examined, and kink observed approx. 2.5cm from tip of needle. Functional inspection: unable to advance sheath extender, attempted to advance needle handle but unable to, kink below sheath extender manually straighten and needle handle now able to advance, manufacturing records: prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2210947 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order (B)(4). A second complaint (B)(4) is registered for the same device. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined. However, a possible root cause of the issue reported may be attributed to the proximal kink observed on the device during laboratory evaluation. This kink could have made it difficult for the user to adjust the needle to the "0" position, as described in the complaint: "user detected the issue after the needle advanced into the endoscope, but the adjustment could not be set to the '0' position". It is possible that the proximal kink occurred due to the endoscope being in a flexed or twisted position during the procedure, as noted in the additional information provided by the customer additionally, distal needle kink was observed during the lab evaluation. Despite multiple follow-up attempts for clarification on whether the distal kink was present before the device was returned to cirl, no response was received from the customer. An additional complaint was initiated as a result of this occurrence. (B)(4) was initiated related to the distal kink observed during the lab evaluation. Any action related to this complaint will be documented within (B)(4). Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a possible root cause of the issue reported may be attributed to the proximal kink observed on the device during laboratory evaluation. This kink could have made it difficult for the user to adjust the needle to the "0" position, as described in the complaint: "user detected the issue after the needle advanced into the endoscope, but the adjustment could not be set to the '0' position". It is possible that the proximal kink occurred due to the endoscope being in a flexed or twisted position during the procedure, as noted in the additional information provided by the customer. Additionally, distal needle kink was observed during the lab evaluation. Despite multiple follow-up attempts for clarification on whether the distal kink was present before the device was returned to cirl, no response was received from the customer. An additional complaint was initiated as a result of this occurrence. (B)(4) was initiated related to the distal kink observed during the lab evaluation. Any action related to this complaint will be documented within (B)(4). Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24-jul-2025.